Event description:
It was reported that noise leading to oversensing and inappropriate diagnosis of ventricular fibrillation (vf) was observed on the right ventricular (rv) lead. The rv lead was deactivated and a subcutaneous ICD was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.